Event description:
Customer alleges discrepant results with meter compared to lab. On (B)(6) 2010, lab results were within 45 mins of inratio.

Manufacturer narrative:
Discrepant results (accuracy) compression of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2010, inratio: 3.2, preference: 2.6, mean: 2.9, confidence limits: 1.8 - 4.2. Date: (B)(6) 2010, inratio: 4.6, reference: 3.3, mean: 3.95, confidence limits: 2.3 - 5.7. The mean of the inratio meter and comparative sys inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Date: (B)(6) 2010, inratio: 5.8, reference: 4.4, mean: 5.1, confidence limits: na. The mean is >5.0 and the difference is less than 2.2. And only one inr value is greater than 5.0. These results are considered accurate within the context of the documented variability for inr testing. No further investigation is required. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. As reviewed on 12/21/2010, 54 discrepant results complaint was reported for lot #234526 yielding a complaint rate of 0.045%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.